Event description:
(B)(4).

Manufacturer narrative:
Document review: amistem h cementless stem size 1 std: ref 01.18.131 - lot 103204 ((B)(4) stems produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. To date, all the stems belonging to this lot have been already sold without any other similar issue. On the basis of the data collected, we have no evidences that the event is device related.